Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and is planned to be performed. This device remains in service. No adverse patient effects were reported. Additional information was received that the patient was brought in and the clinic experienced difficulty interrogating the s-ICD. Ultimately, they were successful in obtaining an interrogation. Data was sent into technical services (ts) for review. Upon review, it was noted that the battery usage has increased at a gradual rate and suggested the device be explanted. Ts discussed the appropriate approximate change out time frame up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and is planned to be performed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and is planned to be performed. This device remains in service. No adverse patient effects were reported. Additional information was received that the patient was brought in and the clinic experienced difficulty interrogating the s-ICD. Ultimately, they were successful in obtaining an interrogation. Data was sent into technical services (ts) for review. Upon review, it was noted that the battery usage has increased at a gradual rate and suggested the device be explanted. Ts discussed the appropriate approximate change out time frame up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse effects were reported. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and is planned to be performed. This device remains in service. No adverse patient effects were reported. Additional information was received that the patient was brought in and the clinic experienced difficulty interrogating the s-ICD. Ultimately, they were successful in obtaining an interrogation. Data was sent into technical services (ts) for review. Upon review, it was noted that the battery usage has increased at a gradual rate and suggested the device be explanted. Ts discussed the appropriate approximate change out time frame up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.